Event description:
On 08/30/2000, the facility's or supervisor informed the distributor's sales representative of the following: the surgeon could not flush the device after insertion. The surgeon also stated that the membrane is too hard to puncture. No further details were provided.